Manufacturer narrative:
The investigation associated with the corrective and preventive action (CAPA) related to this complaint issue has been approved and is completed. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional information was provided at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional information was provided at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: there were (B)(4) devices associated with this complaint. A separate FDA form 3500a has been generated for each device involved. (B)(4).

Event description:
It was reported that the primary packaging on the urinary catheter was open upon receipt and showed no marks of sealing. The device was not used on a patient.

Manufacturer narrative:
Additional information was received on 10/15/2015. There were 5 unused samples that were returned and evaluated. The samples did not meet specification. Primary packaging was opened at the side of the connector of the catheters. No marks of sealing on the packaging at the connector site. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity of this nature has been registered during the manufacturing process of the mentioned lot. No other complaint has been received on the lot. After review of the returned product, a discrepancy was found. This warrants further action and a nonconformance will be opened. The complaint will remain open until completion. No additional information was provided at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).